Manufacturer narrative:
Failure analysis for fiber 0010-2400-617a-2642: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the product complaint ¿fiber does not work¿ could not be confirmed; glass cap distal fracture and cap wear was observed. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure with "0" joules used it was noted that the fiber "does not work". An alternative procedure (turp) was used to treat the patient. Patient outcome: "ok" reported. No patient or user injury was reported.